Event description:
It was reported that the patient never had therapeutic effect and the pump was "not working". The patient was taking the same amount of oral medications as they had been previous to having the pump. It was stated that at the last refill the actual residual volume was greater than the expected residual volume. No specific volumes were provided. No pump alarms have been heard or reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n283084017, implant date: (B)(6) 2011, explant date: unknown.

Event description:
Additional information received reported the cause of the event was due to a 'sluggish catheter.' It was noted the patient was developing worsening dementia and it was decided to remove the pump. A catheter dye study was performed on (B)(6) 2011, and which was when it was determined the catheter was 'sluggish' and no leaks were found. The patient's entire device system was explanted in (B)(6) 2012. It was noted despite many dose increases starting in (B)(6) 2011, the patient received inadequate pain relief. The patient resolved without sequelae. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was later received from a consumer on 2015 (B)(6) indicating the patient's pump was removed about two years ago because, it was not working. The doctor had been reportedly taking out 90% of what was being put into the device.